Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced time clock anomaly. Customer reported setting the clock on insulin pump and time continued to be one to two hours off. Customer also reported to have received a no delivery alarm, low battery alarm, weak battery alarm and low reservoir alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No battery out limit or weak battery alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. The pump was programmed with the current time and date and monitored for three days. The time has not drifted and is accurate. The time and date function performed properly. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.